Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reiterated that the patient has had the ins implanted for 7 years and that they use it and charge it frequently. The hcp also reported that the ins was evaluated on (B)(6) 2018 and the cause of the ins depleting faster was not determined. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chest wall. Information was reported that the patient's ins battery is depleting faster, and it is only lasting about a day or so. The caller said the patient is having trouble charging the ins because it's taking all day to charge it. The patient has meet with a manufacturing representative (rep) who suggested replacing the ins. No further information was reported. No patient symptoms were reported.